Event description:
It was reported that the tcm was not producing ice during set up. No patient injury was reported.

Manufacturer narrative:
The compressor delay board, relay, and ice sensor were replaced. The customer stated the fuse 14 was blown. The parts were returned to the manufacturer but the failures couldn't be duplicated and the fuse worked as intended. The parts were scrapped. This report is being submitted to the FDA as a result of a retrospective review of product complaints.